Event description:
It was reported that the bd nano¿ 2nd gen pen needle was defective. The following information was provided by the initial reporter: this has reference to the inferior quality needles manufactured by your company. I had already complained once to tata 1mg but there was no solution, just an apology as evident in the trail mail. I ordered a few needles last week from (B)(6). I have attached a pic for your reference. In this pack also 1 needle out of 2 used so far has been defective. In the previous pack also 1 needle out of 5 was defective. So has been the case with orders from tata 1 mg. I have a feeling that a defective lot has been supplied in the market where 1 needle in each pack is defective.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was defective. The following information was provided by the initial reporter: this has reference to the inferior quality needles manufactured by your company. I had already complained once to tata 1mg but there was no solution, just an apology as evident in the trail mail. I ordered a few needles last week from arihant medical store at n dutta marg, four bunglows, andheri west, mumbai (B)(6). I have attached a pic for your reference. In this pack also 1 needle out of 2 used so far has been defective. In the previous pack also 1 needle out of 5 was defective. So has been the case with orders from tata 1 mg. I have a feeling that a defective lot has been supplied in the market where 1 needle in each pack is defective.